Event description:
It was reported that a user experienced elevated glucose after changing supplies on an ilet system, noted upon waking and continuing to rise after announcing and eating breakfast, with a cannula that appeared normal upon removal; troubleshooting and education were provided, and the user changed supplies again while abroad. Symptoms included hyperglycemia. Outcomes included no reported injury or medical intervention beyond troubleshooting. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.